Event description:
It was reported that the patient presented for atrial lead revision. Prior to the procedure, failure to capture and failure to sense was noted on patient¿s atrial lead. A chest x-ray image revealed a dislodgement of the atrial lead. The physician attempted to reposition existing lead but was unsuccessful as the helix failed to retract or extend on the lead. The physician explanted the lead and implanted a new one. The patient¿s condition was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, failure to sense and helix mechanism issue. Final analysis found as received, a complete lead was returned in one piece with bent helix and clogged with blood/tissue. The reported event of a helix mechanism issue was confirmed. X-ray examination found the helix was stretched and bent consistent with procedural damage. The helix mechanism/ extension length could not be tested due to damaged helix, as received. The cause of the reported event of helix mechanism issue was isolated to the helix being damaged and clogged with blood/tissue. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.